Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). During the investigation of the device history no malfunction or an abnormality could be found. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No visible damages could be detected. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Cause of the previous investigation results only the upper housing part was removed for an inside investigation. No damages or soiling could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "no alarm". Customer information: patient is sedated in a respirator, with propofol lipuro-infusion (stronger mixture 20mg/ml of 50ml). The staff has just changed the "infusion bottle" and set the vssi to about 45 ml so that the pump should alarm in good time before the drug is finished. The staff thinks that the patient is very sedated even though no dose adjustment has been made. The staff then discovers after about 1 hour that the infusion is already over but the pump has not alarmed. They check the vssi, which is still set to have about 30 ml left in the bottle before the pump alarms that the infusion is over. The patient has received the infusion very quickly and the pump has not alarmed that the infusion is finished, and the vssi has not decreased. The pump has given a too high dose, apx 150% too much.